Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by l-bracket, the top case was cracked by tubing guides and corners were chipped, and the right plunger case was cracked. A review of the event history log found nothing in alarm history pertaining to customer stated problem. During the functional testing impact damage on the case was found and the plunger tube seal went inside the pump. The root cause of the issue was due to customer impact on the device. The cause for the plunger seal dislodge was unknown. Replaced top case, bottom case, and the plunger case assembly. Replaced top case which comes with new plunger tube seal. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump's case was damaged and the seal was missing. No patient injury or involvement was reported.